Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(4) 2017, via social media, that on (B)(4) 2017, the patient experienced a skin reaction. Date of issue is an approximation. The patient stated that they were allergic to the adhesives on the sensor patch. It was indicated that when they the continuous glucose monitor (cgm), their skin broke out and scarred. No additional event or patient information is available. No data or product was provided for evaluation. The reported event was not confirmed. A root cause was not determined.